Manufacturer narrative:
Covidien reference number: (B)(4). The membrane was replaced. An unrelated issue was found and corrected. The device passed all testing.

Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. The device was powered on, the digital outputs were checked and the alarm silence button did not show high when pressed. The device was disassembled and button trace continuity showed high resistance when checked using a calibrated multi meter. The membrane was removed, visually inspected and contamination was found across several traces. The reported malfunction was duplicated.

Event description:
It was reported that a ventilator alarm silence button did not work. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.